Event description:
The customer reported that the system failed to display fluoroscopic exposures and exhibited a non-recoverable loss of functionality. No patient serious injury or death was reported related to this event.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The lemo receptacle was evaluated and identified as requiring replacement. The customer had determined to complete the repair and no further ge service was requested. No conclusion can be drawn as no additional service information was provided.